Event description:
It was reported that the patient underwent a procedure utilizing a titanium screw anchor on (B) (6)1010. The screw anchor was implanted into the glenoid bone, but upon removal, the suture and eyelet fractured from this screw, leaving the bulk of the anchor still implanted in the bone.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on july 6, 2010 alleging that the onetouch® ultra2 meter has a battery indicator issue. The patient's diabetes is managed with insulin- no adjustable sliding scale. After the product issue began in (B)(6) 2010, the patient reportedly could not test his blood glucose. There was no alteration in the patient diabetes management based on the issue. Subsequently, the patient developed described as "nausea, hot flashes, and sweats." The patient did not receive any treatment that would suggest severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, the customer care advocate verified that the battery did not need to be replaced and there was no product misuse. The power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be associated with hypoglycemia after the power issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.